Event description:
It was reported that during implant of the rv lead, unacceptable impedance signal amplitude and threshold values were observed. The lead was replaced. No consequences for the patient were reported.

Manufacturer narrative:
(B)(4).